Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The 100% stenosed lesion being treated was located in the calcified, severely tortuous proximal to distal right coronary artery (rca). The physician attempted to predilate with a non-bsc balloon, but the balloon was unable to cross the lesion. The physician was able to predilate with another non-bsc balloon and was re-dilated with a 2.5x20mm non-bsc balloon. The physician attempted to place a 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the stent strut was lifted up. The lesion was dilated again with a balloon (unk size and MFR). A 'two wires technique' was used and the procedure was completed with a 2.75x24mm taxus, and two 2.50x24mm taxus stents. No pt complications were reported. Pt status reported as "good".